Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold values. Subsequently, this lead was explanted, and a new non-boston scientific lead was successfully implanted. No additional patient adverse effects were reported.